Event description:
The customer reported that the device locks up at the charge button test during operational check.

Manufacturer narrative:
(B)(4). The customer reported that the device locks up at the charge button test during operational check. The device was evaluated at philips. The symptom was verified. The issue was localized to corrupt software. The software was reloaded to resolve the issue.